Manufacturer narrative:
Internal cross reference: (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that during an acquisition using the static hand protocol, with the patient's arms resting on detector one and detector two positioned above, detector two drifted down on to the patient's arms, resulting in an elbow contusion.

Manufacturer narrative:
The customer reported that during an acquisition, using the static hand protocol with the patients arms resting on detector one and detector two positioned above, detector two drifted down onto the patient's arms resulting in an elbow contusion. On (B)(6) 2017, a patient was positioned under the camera system with their elbows on detector 1. Detector 2 was brought close to the patient¿s arm by the operator. After the operator released the buttons on the hand controller, the system continued to drift onto the patient¿s elbows trapping the patient under the detectors. A local field service engineer (fse) put the system into service mode to release the patient. The patient was seen by medical personnel and was found to have an elbow contusion. After investigation, the fse found when the gearbox was changed on (B)(6) 2016, the mechanical key that attaches the brake to the gearbox was not transferred. On (B)(6) 2017, it was confirmed during a phone call with a philips customer service manager that the fse had replaced the brake and the radius gearbox and attached the gearbox key and slip ring to resolve the issue. (B)(4). The cause of the issue was due to the mechanical key that attaches the brake to the gearbox was missing. The system is in clinical use.